Event description:
Patient required revision. Painful left hip with swelling.

Manufacturer narrative:
Examination of the returned devices by a depuy principle engineer confirms wear on the outside diameter of the liner. The wear pattern suggests movement of the liner within the acetabular cup. The cup, however, was not returned for examination so this cannot be confirmed. No wear patterns were found on the femoral head that indicate the liner was loose although. It has been communicated that no additional information or x-rays would be made available for review. A review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.